Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving primary plum sets with clave secondary port, clave y-site, secure lock, 103 inch observed particulate matter within the drip chamber, particulate matter on the tip of the drip chamber, a foggy/discolored drip chamber, debris on the tubing tape, and pinched tubing. The issue was identified prior to use. There were no patient involvement and no injury reported.